Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to MFR that the site's programming wand power light would go on and off, and the wand would produce communication errors. The 9v battery was replaced with a new battery and the communication errors persisted. The site requested a new wand be sent to replace the non-working device. The wand was returned to MFR for analysis where the failure to program event was confirmed. Analysis revealed that the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.